Event description:
It was reported that this right ventricular (rv) lead had an increase in pacing impedances within three months after implant, where the value had risen from 500 to 1400 ohms. There were no signs of oversensing and the shock impedances were stable. The system remains in-service at this time, and it was discussed to perform further troubleshooting as needed. No adverse patient effects were reported.